Manufacturer narrative:
Concomitant products: 4092-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds during the implantable pulse generator (ipg) changeout procedure. The ra lead was partially explanted and replaced. No patient complications have been reported as a result of this event.